Manufacturer narrative:
(B)(4). The product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records,complaint history and information provided to abbott vascular. Potential causes for difficulty positioning the cds can include, but are not limited to, manufacturing anomalies such as loose or misaligned sleeve key, patient conditions such as anatomical morphology pathology, user technique or procedural conditions such as excessive tension on the device during the procedure. As part of the mitraclip manufacturing process, all devices are subject to 100 percent visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the device properly curved and functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and or user technique, difficulty positioning the device may be influenced patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details stated that the blue alignment markers were confirmed to be aligned and the guide was set to neutral during cds insertion, there was no resistance noted during advancement of the cds and the device was not curved more than 90 degrees. This suggests that the user inserted and advanced the system toward the mitral valve according to the IFU. Reportedly, the cds was responding properly while applying the m curve and the clip was able to be opened to 180 degrees in the left atrium without issue, but when the physician tried to align the clip to the line of coaptation through the rotation of the dc handle, the clip tended clearly toward the medial commissure. It was noted that the physician properly released the tension, but the behavior of the cds remained the same. In this case, it is possible that there were unidentified procedural interactions, for example due to the anatomy, which caused more tension on the device and resulted in dc deflecting toward the medial commissure during positioning attempts; however, this cannot be confirmed. Based on the information reviewed and without the device being returned for analysis, a definitive cause for the reported difficulty positioning the cds could not be determined. There does not appear to be any evidence of a product quality deficiency associated with the cds. In regards to the difficulty removing the cds, difficulty retracting the clip into the guide can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the guide applied by the user. The information provided in the case details stated that during retraction, the clip became stuck on the tip of the sgc; therefore, the entire system was removed as a unit, without resistance. It was noted that the clip was fully closed upon removal. After removal, it was observed that the clip was disjointed from the sleeve shaft and only connected to the lock line and the gripper line. It was confirmed that no damage was noted to the tip of the sgc and no portion of the cds components were observed to be broken. Based on this information, it is possible that the clip had become detached from the l-lock assembly, but was still intact to the actuator to coupler assembly, gripper line and lock line. In this case, it is possible that the orientation of the clip upon retraction of the cds caused one of the clip arms to get caught to the guide tip; this interaction would cause the difficulty removing the cds. Additionally, further manipulation during the removal attempts, such as to free the clip from the guide tip or removing the devices as a unit, could have resulted in the clip to detach; however, this cannot be confirmed. Although a definitive cause for the clip getting caught on the guide tip resulting in the difficulty removing the device and subsequent clip detachment, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: guideliner; mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the clip becoming caught on the tip of the sgc during retraction and the clip separating from the sleeve shaft. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was tested prior to use, with no issues. The cds was inserted and advanced through the steerable guiding catheter (sgc) without issue. The key alignment was confirmed. There were no curves applied to the sgc, and the sleeve of the cds was not deflected more than 90 degrees. There were no challenging anatomical conditions. During steering of the cds in the left atrium, the m knob was applied. The clip opened at 180 degrees. The clip was attempted to be aligned to the line of coaptation through the use of rotation of the delivery catheter (dc) handle, but the clip turned toward the medial commissure. The tension was released, but the movement remained the same. The dc shaft was totally extended. It was decided to replace the device. The clip arms were fully closed. During retraction, the clip became stuck on the tip of the sgc; therefore, the entire system was removed as a unit, without resistance. After removal, it was observed that the clip was disjointed from the sleeve shaft and only connected to the lock line and the gripper line. No damage was noted to the tip of the sgc. No portion of the cds components were observed broken. A new cds was used to complete the procedure with the same sgc. The clip was successfully implanted and the mr grade was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.